Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach outer insulation degradation exposing the outer coil located adjacent to the connector boot. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.